Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. There were horizontal stripes found to be appearing in the image based on the results of the completed investigation, the reported event was most likely due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an abnormal image during service maintenance. There were no reports of patient involvement.